Event description:
On 10/16/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve and ar-9676 drive shaft are getting stuck. This occurred during use in a case with no patient effect. The case carried on and was completed successfully while using these instruments, but are not working well enough to be used in another surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.